Event description:
The pt was implanted with a left ventricular assist device (lvad). Approx 2 years post-implant, it was reported that the pt had a red heart alarm when connected to his power module. It was also reported that the pt was not feeling well; therefore he switched to batteries and went to the hospital. At the hospital the pt was connected to a power module and a red heart and low flow alarm appeared. An x-ray was performed and indicated damage on the percutaneous lead near the bend relief and the MFR's tech service personnel performed a percutaneous lead replacement.

Manufacturer narrative:
The pt remains on lvad support with the pump. The device remains implanted and in use by the pt; however, the MFR is attempting to acquire the replaced portion of the percutaneous lead for analysis. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.